Manufacturer narrative:
Film evaluation summary: the cause of the event could not be determined from the short 3 second video returned. Angiograms showing the stent graft prior to the endoanchor deployment and angiograms videos showing the steps of the endoanchor deployment were not available for a thorough assessment of the event. It is possible that air may have entered the stent graft when removing the applier from the guide, but this could not be confirmed. The IFU recommends "caution during removal of the applier from the guide. The applier should be slowly removed from the guide in order to prevent potential air ingress. Although there is a possibility that the helix-fx may have been involved in the event, the ingress of air into the artery could have occurred during any part of the procedure; i.e. Via pigtail catheter prior to the injection of contrast or via the syringe/injector used for the injection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information received: it was confirmed both the heli-fx applier and guide had been flushed appropriately. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx endoanchoring system was used prophylactically with a medtronic stent graft.  It was reported that during the procedure, heli-fx endoanchors were being implanted in the patients proximal neck. During the deployment process , there appeared to be air in the patients left iliac limb. The physician was not sure at what point during the deployment of six endoanchors, the air was introduced . The physician  then reviewed the final angiogram that had been performed prior to the placement of the endoanchors and no air was present.  Therefore, the physician  believes either the guide or applier introduced the air. It was said prior to the device insertion, the scrub technicians present were informed of the correct flushing technique for the heli-fx.  The physician was then able to remove the air by advancing a sheath just under the air and aspirating it. This was successful and no further air was noted.  Per the physician the cause of the event is product related.  No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: s a-85, serial/lot #: (B)(4), ubd: 03-jan-2025, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.